Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced loss of therapy. Impedance check revealed high impedance on l4 lead. As such, surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. During the procedure lead l3 was pulled in error. As such, l3 lead was also explanted and replaced. Reportedly, therapy was restored post op.